Manufacturer narrative:
The device was evaluated by the MFR and the event was confirmed. The device was observed to have a malfunctioning e-box. There were no previous repairs relevant to the confirmed failure based on a review of the service history of this device. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/ process changes related to this confirmed failure. The device was repaired and returned to the account.

Event description:
It was reported that the handpiece was running on slowly for 4-5 seconds after the trigger is released. There was no pt involvement or adverse consequences related to this event.